Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps stopped providing adequate grip. When it was removed from the robotic arm for inspection, it was observed that the cables were broken. It was necessary to use another prograsp forceps to continue the surgical procedure. The forceps with the broken cable in question was on its 16th use. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.